Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with itching, redness, firm and pus at the needle puncture site, which occurred an unspecified day the sensor had been inserted in the arm. Around (B)(6) 2026, the patient reported experiencing a skin reaction following the use of a dexcom g7 sensor and omnipod 5 placed on the upper arm. After several days of wear, the patient noted itching that progressed to a widespread rash extending beyond the insertion sites. Upon removal of both devices, the patient and caregiver observed redness, firmness at the insertion sites, and the presence of pus. Fluid was still coming out of the skin at the site after the devices were removed. On (B)(6) 2026, the patient sought medical evaluation from a primary care physician and was prescribed an oral antibiotic (cephalexin 500 mg) for five days. Due to persistent symptoms, including reopening of the site and continued drainage, the patient returned for follow-up on (B)(6) 2026 and was prescribed an additional seven-day course of the same antibiotic 3x a day. The patient reported ongoing itching and skin sensitivity, and was advised to continue follow-up with their healthcare provider. At the time of the call, the patient noted partial improvement; however, itching and sensitivity at the site persisted. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.